Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a mandible fracture surgery, it was discovered that the electric pen drive device and attachment device would not work when turned on and would start up again while it was switched off at the handpiece. The devices were used together. There was a 10 minute delay to the planned surgical procedure. It was reported that the case was completed using another epen device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The serial number was documented as unknown in the initial report. It has been documented as (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to jun 7, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, had a positioning pin that was broke in half, and was rough running, defective, unable to run, unable to remove from housing and loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.